Manufacturer narrative:
Concomitant medical products: dtba1d1 device, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) sensing from the right atrial (ra) lead was observed on the egm. The ra lead remains in use. No patient complications have been reported as a result of this event.